Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-01919, 0001822565-2019-01920. Concomitant medical products: unknown femoral, unknown tibial tray. (B)(6). Han, h., yu, c. H., shin, n., won, s., & lee, m. C. (2019). Femoral joint line restoration is a major determinant of postoperative range of motion in revision total knee arthroplasty. Knee surgery, sports traumatology, arthroscopy. Https://doi.org/10.1007/s00167-019-05361-1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that three patients developed infection post operatively. The duration of the infection is not known. There is no additional information at this time.